Manufacturer narrative:
This case was initially received via regulatory authority (valvira on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain lower ("pain in lower abdomen, radiated to thighs, sometimes unilaterally/ pains") in a 37-year-old female patient who had essure (batch no. He011e3) inserted. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of tubes). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter commented: essure implants were inserted to a 37 year old female in (B)(6) 2017 without problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: implants are in situ. X-ray - on an unknown date: results: implants are in situ. Diagnostic results: the patient did not have control visit after 3 months before it was decided on (B)(6) 2017 that uterine tubes will be removed laparoscopically. Implants were normally in situ in uterine tubes, no deviations in histopathological diagnosis. Laparoscopic removal of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(4) on (B)(6) 2017. The most recent information was received on 24-oct-2017. This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain lower ("pain in lower abdomen, radiated to thighs, sometimes unilaterally/ pains") in a (B)(6) -year-old female patient who had essure (batch no. He011e3) inserted. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of tubes). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter commented: essure implants were inserted to a (B)(6) year old female in (B)(6) 2017 without problems. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: implants are in situ x-ray - on an unknown date: implants are in situ the patient did not have control visit after 3 months before it was decided on (B)(6) 2017 that uterine tubes will be removed laparoscopically. Implants were normally in situ in uterine tubes, no deviations in histopathological diagnosis. Laparoscopic removal of tubes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 669 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-oct-2017: quality-safety evaluation of ptc the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-oct-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 669 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.